Manufacturer narrative:
The patient was burned at the site of the grounding pad placement on their scapula. The patient's treatment plan included liposuction followed by renuvion to the abdomen. The renuvion device settings were 90% power and 3.5 lpm of helium flow. The patient did not experience a burn in the location of the treatment with liposuction and renuvion. The doctor who performed the surgery had not yet been trained on the use of apyx devices. The apyx generator was evaluated, and no device problem was found. Grounding pad burns are a known risk associated with the use of electrosurgical products. The grounding pad has not been returned for evaluation to determine what role, if any, an apyx medical product may have caused or contributed to the grounding pad burn.

Event description:
The patient presented with a thermal injury to their back in the location of the grounding pad after a procedure in which renuvion was used as part of the overall surgical treatment.